Event description:
My immune system has gone out of whack because my body has developed an allergic reaction to my 19 + yr old saline mentor breast implants. I have tested positive for being sensitive to several of the silicone components from the silicone 19 panel and have a high level of metal toxicity which my doctor claims are the same metals found in the silicone. My thyroid antibodies are off charts and I have developed hashimoto¿s as a result and am experiencing terrible symptoms like hair loss, brain fog, weight gain, joint and muscle pain, tingling in my limbs, heart palpitations, candida, skin rashes, irritability, mood swings, insomnia, irregular periods, depression, migraines, dry skin, sinus infections, and the list goes on.